Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter, ubd: 27-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid, along with another unknown medication, via an implantable pump for chronic low back pain and spinal pain. It was reported the patient had a catheter revision on (B)(6) 2019 and the catheter was replaced because it was not working. The patient reported they never had pain relief since implant, (B)(6) 2017. The patient had spoken to their healthcare provider (hcp) about 8-9 months earlier but the hcp thought it was related to titration of the medication. The patient stated about 3 months earlier, relative to (B)(6) 2019, it was determined something was wrong after diagnostic testing. It was indicated some other medical issues came up so their device issue was not addressed until recently. The patient confirmed the other medical issues were not related to their infusion system. The patient reported their hcp told them that protein had built up and they could not aspirate the device. The patient was currently in a lot of pain due to the revision surgery. The patient stated their back and stomach hurt where the incisions were. The patient wanted to know if the pump was turned on after the revision surgery. The patient was directed to follow-up with their healthcare provider. No further complications were reported or anticipated.